Event description:
In the neuroicu: the external ventricular drain (evd) transducer stopcock attached to the evd drain tubing and patient evd tubing completely detached from the main evd drain (the part of the evd device that has the cmh2o mmhg). This patient had his evd setting ordered as otd @ 15. At the time is part fell off, the drain was tm @ 15, so no harm was caused. However, if the drain was otd and this part fell off, the patient would have dumped large amounts of csf fluid, exceeding the hourly max and causing harm. The part was reattached to the evd drain system and taped to secure in place. Md was paged to ask if she would like to swap the entire evd set up to prevent harm. Waiting for md to return to assess drainage system.